Event description:
It was reported that the patient was found to have proximal thrombus in their ascending aorta. The patient's pump speed was recently decreased to 4800 rpm with minimal aortic valve opening seen on echo. The patient had also been appropriately anticoagulated on warfarin. Patient was admitted and being treated with heparin drip and started on aspirin. The patient was noted to have a small left ventricular cavity and has concern for further decreasing the heartmate 3 speed. Addressing the thrombus via anticoagulation adjustments to reduce the embolic risk was discussed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that patient was readmitted from rehab on (B)(6) 2025 with 9/10 left sided chest pain and automatic implantable cardioverter-defibrillator (aicd) shock due to ventricular tachycardia (vt), elevated lactate dehydrogenase, and elevated troponins. Echocardiograms (echos) were done on (B)(6) 2025. A chest computed tomography (CT) scan was performed on (B)(6) 2025. Impressions revealed filling defects in the aortic root occupying the left and right coronary sinuses, likely representing thrombi. No definite contrast opacification within the left main, left ascending, and circumflex coronary arteries, cannot exclude occlusion due to adjacent thrombus, limited evaluation on noncoronary dedicated study. 2. Status post left chest lvad with patent outflow graft without evidence of thrombi within the graft. 3. Small to moderate left and small right pleural effusion with adjacent compressive atelectasis and partial atelectasis/collapse of the bilateral lower lobes. Gated CT heart was done on (B)(6) 2025. Impressions revealed thrombus within the aortic root at the sinus of valsalva in the noncoronary and left coronary cusps, extending into the left main ostium. Proximal left anterior descending artery was nonopacified and likely partially occluded. Poor opacification of the left circumflex proximal to the stent was seen with likely intermittent occlusion. The patient's right coronary artery was patent. Left ventricular assist device was seen in appropriate position with patent outflow graft, without evidence of thrombus or occlusion. Status post left atrial appendage clipping with persistent opacification of the left atrial appendage. Similar small to moderate left pleural effusion was also seen with adjacent compressive atelectasis. Cardiologist reduced pump speed to assist in reducing incidence of vt and aicd firing. The patient was then discharged with aspirin and therapeutic inr levels 2.5-3.5. It was noted that the patient continued to have recurrent vt with aicd atp/defibrillations.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The report of aortic root thrombus could not be confirmed as no CT images were submitted, and the patient remains ongoing. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricle assist system instructions for use (IFU) is currently available. Section 1 of the IFU lists aortic insufficiency, thromboembolism, and arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.